Event description:
This event report is being filed due to events that occurred while the patient was implanted with a heartware left ventricular assist device (lvad) for FDA-reporting purposes. This does not require review of surgical practices employed during patient's lvad exchange. Patient suffered from chronic lvad driveline infections, as well as having a stroke and multiple transient ischemic attacks (tia) events. Stroke history: [redacted date] developed aphasia, diagnosed with acute left superior cerebellar infarct. [Redacted date] noted brief, repetitive episodes differentially diagnosed as tias. Infection history: [redacted date] (prior to lvad implant), butricymonas bloodstream infection (bsi) after a colonoscopy. Possible gastrointestinal (gi) translocation. [Redacted date] e. Faecalis blood stream infection (bsi) secondary to a urinary tract infection (uti), as he had the organism isolated from urine and blood in 1. He was treated with 2 weeks of penicillin (pcn) as a continuous infusion via a peripherally inserted central catheter (PICC) line. [Redacted date] gbs primary bloodstream infection (bsi) treated with ceftriaxone for 2 weeks. [Redacted date] methicillin-resistant staphylococcus aureus (mssa)/group b streptococcus (gbs) driveline infection - treated with cephalexin. [Redacted date] serratia/pseudomonas driveline infection - treated with ciprofloxacin. [Redacted date] achromobacter and pseudomonas driveline infection - ciprofloxacin and tmp/smx. [Redacted date] admitted for left ventricular assist device (lvad) exchange/need for surgical site prophylaxis. Pre-peritoneal abscess present. Plan: will follow up pseudomonas aeruginosa(psa) susceptibilities from recent operating room (or) cultures. Continue minocycline and meropenem. Vancomycin per standard peri-operative antimicrobial schedule. Final antimicrobial course contingent on pseudomonal susceptibilities though anticipate 4 weeks of coverage given growth from or cultures.